Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively that upon interrogation of the implantable cardioverter defibrillator (ICD) it was identified that the right atrial (ra) lead had dislodged and fell in the ventricle. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.